Manufacturer narrative:
This is a supplemental report that was filed under an initial asr report for exemption number e2014031, which has been revoked. Report late due to transition from vmsr program. The following are the ID number of the initial asr report. Asr manufacturer report ID number: 3004464228-2018-04731-00, exemption number: e2014031. The device was returned not deployed. The data showed no timeouts or drive stalls, but did return an 0x10 alarm. Based on investigation, no issues were noted and the exact cause of the 0x10 alarm could not be determined. The drive mechanism, needle mechanism, and fluid path were inspected and no damages or deficiencies were found. The shelf mode was measured and found to be within specification. The device completed 45 pulses, all of which were first prime pulses, before being deactivated; this is why the needle did not deploy. No other damages or deficiencies were found during the investigation. The device functioned as intended. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
The patient reported the needle did not deploy, indicating a needle mechanism failure. There were no noted changes in blood glucose levels. The pod was not worn.